Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the ECG strips indicated that the ar intervals were non-physiological at 78-86 ms. Ventricular safety pacing was also occurring indicating inappropriate atrial sensing. The lead was successfully repositioned.